Event description:
It was reported that leakage occurred during use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter. "Blood leakage. Customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fbs' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. (Insicent rate: 2~5 ea among 1,000ea). It happened 5 times continuously in same lot in a day." 1000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for blood leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "blood leakage. Customer found blood leakage from fbn's tube side needle during evacuated blood collection. The shied of fbs' tube side needle seemed to be not fully recovered after puncture the vacutainer tube. (Insicent rate: 2~5 ea among 1,000ea) it happened 5 times continuously in same lot in a day." 1000 occurrences were reported.